Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure placed in the "u" position in '08. No concomitant procedures were performed and there were no intra-operative complications. Post-operatively about 44 days later, the pt developed lower abdominal pain radiating to her right leg at night. No other symptoms were reported. The pt was given analgesia of unk type by the general practitioner and diclofenac fifty milligrams three times per day for four days. The symptoms resolved in about 12 days later. The pt returned to normal activity very soon after the surgery.